Manufacturer narrative:
On 29-sept-2021, mentor received additional information regarding the revision surgery. The patient underwent removal and replacement with two 325cc mentor smooth round moderate plus profile prostheses (catalog #: 3502325, left serial #: (B)(6), right serial #: (B)(6)) on (B)(6) 2021. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: deflation. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/latino female patient underwent a primary breast augmentation with two 300cc mentor smooth round moderate profile prostheses and experienced postoperative bilateral deflation postoperatively. The patient was scheduled to have mammogram. The diagnosis was confirmed via physical examination. At the time of this report, mentor has received no information regarding an expected explantation date. This report is for the right-sided prosthesis.

Manufacturer narrative:
On 10-dec-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample determined that a tear was found on the anterior aspect of the breast implant, measuring approximately 0.3 cm. Leak testing was performed, in accordance with mentor procedures, and no more leak sites were detected during the analysis. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-nov-2021, mentor received additional information regarding the procedure and patient¿s symptoms. Initially, it was reported that the patient underwent a primary breast augmentation with two 300cc mentor smooth round moderate profile prostheses. However, additional information revealed that the patient underwent a revision breast augmentation with two 300cc mentor smooth round moderate profile prostheses. The patient had been experiencing breast pain and hardness of breast for about 5-6 years. The patient experienced bilateral capsular contracture (unknown grade). The event date was estimated as (B)(6) 2015. The relevant fields have been updated. On 11-nov-2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-mar-2022, mentor received additional information regarding MRI. MRI that indicated suspected left-sided rupture was performed on (B)(6) 2020. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 13-dec-2021, mentor received additional information regarding the patient¿s symptoms. The patient experienced bilateral calcification. Initially, it was reported that bilateral deflation was reported. However, additional information revealed that the left-sided device was found to be intact. The patient experienced unilateral (right) deflation. Manufacturer's reference number: (B)(4)